Event description:
The manufacturer received information alleging a bipap a40 pro ventilator inoperative "high o2 alarm" condition occurred. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a bipap a40 pro ventilator inoperative condition occurred. There was no harm or injury reported. The device was evaluated by the manufacturer's product investigation laboratory (pil) and found the device functioned as designed and operated without issue or error codes. Pil visually inspected the bipap a40 and did not observe any issues. Pil tech did take the log from the unit. Pil tech reviewed error logs and noted e-96 err_write_flash_failure entries that are recorded with a 1970 date in the error log. The e-096 err_write_flash_failure errors are being investigated under CAPA 3632831. Prior to identifying the issue described in fsn 2023-cc-src-039, complaints associated with the issue did not meet requirements for vigilance reporting as a reportable incident. As part of the hhe process, a retrospective review of complaints associated with the issue described in fsn 2023-cc-src-039 was necessary to reassess reportability. Upon this further assessment, these complaints are being reported. The bipap a40 pro (cax3100s12) is substantially similar to the bipap a40 and will be reported in the united states under bipap a40, 510k number: k121623.